Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No causes or contributing factors for the event were identified. A continuous saline flush was administered and maintained as indicated in the IFU.

Event description:
It was reported that an unruptured saccular aneurysm of the left paraophthalmic internal carotid artery was treated with flow diversion using a pipeline embolization device plus coils, and dual antiplatelet therapy was administered. The aneurysm maximum diameter was 5.8 mm with a neck diameter of 55.8 mm, distal landing zone artery size was 3.6 mm and proximal landing zone artery size was 4.3 mm, vessel tortuosity was minimal, and access was via the left internal carotid artery with an access vessel diameter of 4.3 mm. After successful pipeline deployment, ptfe sleeves could not be recaptured by the phenom 27 microcatheter. After removal of the sleeves outside, the catheter was observed to be "ribbled". The angiographic result post-procedure was reported as good. No patient symptoms or complications were reported. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include an infinity sheath and axium coils.

Manufacturer narrative:
Continuation of d10: product ID: ped2-450-20 (d031985). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.